Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the tip of a guide broke off. The case was completed but the fragment was retained by the patient. There were no additional patient impacts reported.

Manufacturer narrative:
Additional information: UDI number, method, results, and conclusions - the returned guide was examined. The tip of the device had fractured off and was not returned. The cause of this event can possibly be attributed to off-axis applied force during the procedure. A review of the DHR did not find any issues which would have contributed to this event. The labeling was reviewed and contains instructions regarding proper device usage.

Event description:
It was reported that during the procedure the tip of a guide broke off. The case was completed but the fragment was retained by the patient. There were no additional patient impacts reported.